Manufacturer narrative:
Device evaluation: customer report was not confirmed. Dpt with saline primed vamp plus kit was returned. It was not able to find any contaminants in the vamp syringe before decontamination. Further visual inspection was performed but any contaminant was not found. No visible defect was observed from entire kit.

Event description:
The following was reported: "unknown liquid state material was observed inside distal side of vamp plus syringe."